Manufacturer narrative:
Additional information: concomitant medical products.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical analysis indicated that this case reports that a revision surgery was performed due to a broken legion hk femoral component. The date of implantation is unknown. One undated x-ray taken before the revision was provided which shows a femoral component of a legion hinge system anteriorly dislocated due to the broken link assembly. Details to indicate a reason for the broken piece are not apparent. Details regarding the patient¿s implant history, medical history, bone quality, fall/trauma history, and other additional clinical relevant information have not been provided. Based on the limited information provided and without the return of the device for evaluation the root cause for the reported broken component cannot be determined. Should additional information become available this issue can be re-elevated. No further clinical assessment is warranted at this time. The batch info was not provided and is not visible on the device in the photos. Without the actual product involved our investigation cannot proceed. Provided photos of the devices indicated that the link, hyperextension stop (with plugs), axel, bolt, and insert were damaged, with some portions broken. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. If the devices are received in the future, this complaint can be re-opened.

Event description:
A revision surgery was performed due to a legion hk femoral component broken.